Event description:
A surgeon reported that after implantation an intraocular lens (iol) was noted to be cloudy on the edge of the optic. The iol remains implanted. There was no impact/injury associated with this event.